Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Updated: h6 corrected field(s): b5. B5: correction to previous b5 submission for the reported product lithotriptor, ultrasonic, which was not late. The correct device submission should have been transducer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the transducer was intermittently working thought to be broken basically and not performing optimally. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d9, h2, h3, h6, h11 corrected field(s): e1 corrected should have been ni in addition, the following reportable malfunction was identified during the device evaluation found damage to the suction port. The device was returned to olympus for inspection; however, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. In addition, the most probable cause of the damaged suction port is cause traced to component failure, is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotriptor, ultrasonic was intermittently working thought to be broken basically and not performing optimally. There were no reports of patient involvement.